Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51 mm diameter abdominal aortic aneurysm and 17 mm diameter iliac artery aneurysm approximately eight months ago. The aortic neck was tapered shaped measuring 22-27mm and from proximal to distal and 25 mm in length. Diameter of the iliac arteries was14 mm bilaterally. The femoral arteries were 8 mm in diameter bilaterally. There was no presence of circumferential thrombus or calcification. Post-op CT imaging showed no adverse events and aneurysm size was 51mm. The patient was discharged four days post implant. A recent follow-up CT scan from approximately one month ago showed the aneurysm size was 44mm and circumferential thrombus growth at the level of the device was reported and noted as was present at previous film read on a previous unknown date. No intervention performed and the patient to be monitored.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent graft occlusion). (Tapered shaped aortic neck).

Event description:
Additional information was recevied as follows: per the investigator there was circumferential thrombus within the stent graft of the main body. This MDR is redacted.